Event description:
The customer reported that the fluoroscopy did not work. The cell was defective.

Manufacturer narrative:
This MDR is related to ge healthcare. The system is currently under observation. It works properly at this time.